Event description:
The cysto-nephro videoscope was returned to the service center with a report of peeled sheath. This does not indicate an MDR reportable event. However, MDR reportable failure of forceps channel port having corrosion, plastic end distal cover and objective lens has foreign objects was found during testing at the service center. During inspection of the device, the cause of the corrosion and foreign objects could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the corrosion or the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.